Event description:
Zolotoy, r. Exacerbation of spasticity-related pain after occlusion of intrathecal baclofen pump catheter in a patient with excessive pump movement: a case report. Pain and symptom management. 2015. 16 (4 suppl 1): s91 summary/reported event: the patient was a (B)(6) female with painful spastic cerebral palsy who underwent an intrathecal baclofen (itb) pump placement in (B)(6) 2011. Initially, she appreciated an improvement in spasticity-related pain from itb therapy. Within several months, she began to complain of excessive pump movement. The patient also believed the pump was occasionally flipping within the abdominal pocket. In (B)(6) 2014, the patient presented for a scheduled itb pump refill. Interrogation of the pump revealed an expected residual baclofen volume of 4.5 milliliters. Unfortunately, the initial attempts to locate the reservoir port were unsuccessful. Ultrasound guidance revealed that the reservoir port was not in the proper outward position. The pump was manually flipped and ultrasound imaging revealed that the reservoir port was now facing overlying abdominal skin. The needle was introduced into the port yet an unexpected 37 milliliters of baclofen were aspirated. Further questioning revealed that since her last refill in (B)(6) 2013 the patient appreciated pruritus, increase in tone, and exacerbation of spasticity-related pain. Investigation concluded that multiple rotations of the pump caused the catheter to twist, kink, and occlude. Ultimately, this prevented itb delivery and caused a rebound in her spasticity-related pain. The author concluded that while many troubleshooting methods were available for a suspected malfunctioning unit, one possibility that needed to be considered was that of an occluded catheter. As this case demonstrates, it was important to monitor for excessive movement of implanted drug-delivery systems. In such patients, physicians need to be aware of possible device rotation as well as subsequent catheter twisting and occlusion as this can lead to complete lack of drug delivery. Recognition of this complication and prompt intervention was important in preventing undesirable side-effects and life-threatening drug withdrawals.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type catheter. (B)(4).